Manufacturer narrative:
(B)(4). D10: 00620005220 item name shell porous with holes 52 mm o.d. Lot # 62198865. 00801803201 item name femoral head 12/14 taper lot # 62252074. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure 12 years post implantation due to loosening. The acetabular cup, liner and femoral head were removed and replaced. The femoral stem remained implanted. There is no further information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. Visual examination of the provided pictures identified the explanted devices but cannot be used to confirm the complaint. Device not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and identified the following: the acetabular cup is loose with malrotation. There is a dislocation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.